Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, a piece of the vasoview 7xs heat shrink tubing fell into the pt. The surgeon made an additional incision to retrieve the piece. The case was completed under open surgery.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Internal file number - (B)(4).